Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable phosphate (inorganic) ver 2 (phosphorus) results for two patient samples. Of the data provided, only the erroneous result for one patient sample was reported outside the laboratory. The initial result was 6.17 mmol/l. The doctor did not trust the result and the sample was repeated on 10/03/2014. The repeat result was 1.71 mmol/l. The patient was not adversely affected. The phosphorus reagent lot number was 699229. The expiration date was requested, but was not provided. Based on the available data, a specific root cause could not be identified. A general reagent problem could be ruled out as the calibration and qc data was acceptable.